Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by pictures and device return. Visual inspection of the returned products found debris within the sealed sterile cavities. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the product when leaving zimmer biomet was not conforming to specifications. The root cause of the reported issue is attributed to operator error during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: tprlc 133 mp t1 pps so 8x101mm cat# 51-108080 lot# 6545846. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05294.

Event description:
It was reported that debris was found in the sterile packaging. Attempts have been made and additional information on the reported event is unavailable at this time.